Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. The device investigation indicates that the patient was wearing the wcd system during the ventricular tachycardia episode that failed to convert to a normal sinus rhythm followed by an asystole episode. Evaluation of the returned system confirmed no issue with device performance. However, the wcd is not indicated for the treatment of asystole.

Manufacturer narrative:
Initial filing of this manufacturer report mistakenly identified the filing type as a product problem when patient death was included in the event details. This supplement is filed to amend the filing type to adverse event - death. Subsequent complaint investigation findings determined that the patient expired due to asystole, which is not treatable by the device.

Event description:
Customer care received shock delivery notification on the helpline queue. Initial review of the device event log had 2 treated ventricular tachycardia episodes that resulted in unsuccessful conversion. Customer care spoke with the patient's caregiver who reported that the patient passed away. Unable to determine if gel was deployed or if the patient was wearing the device at the time of the death. Pending additional medical information and pending evaluation of to be returned device.